Event description:
Patient was undergoing right shoulder arthroscopy with rotator repair when the surgeon placed an arthrex anchor into the right shoulder, into the humerus bone. As the surgeon was screwing the absorbable anchor in with the metal anchor inserter, the tip of the inserter broke off inside the patient's humerus bone. The orthopedic surgeon attempted to remove the tip but was unsuccessful. The tip was also reamed in order to gain better positioning for removal but it still would not back out of the patient's bone. The surgeon proceeded with the repair and left the tip in place. The surgeon did disclose what had happened to the patient and his family after the procedure. Patient recovered and was discharged home.